Event description:
Reporter indicated that vns pt may have developed a wound infection. The pt was prescribed keflex and was referred to neurosurgeon for follow-up. Further follow-up revealed that the pt's family members took pt to the emergency room, but that they left without being seen because they did not wish to wait. It was reported that the pt experienced an infection at the generator site that resolved with a two-week course of antibiotics, but that the pt's neck incision now had a cashew-sized lump and was red, raised and painful.